Event description:
In 2008, this home pt (hp) was contacted for follow-up to the baxter healthcare safety alert letter that was mailed in may. During the initial call, it was discovered that the pt had been hospitalized for 12 days due to his dialysis. The hp stated that his catheter had "backed up". Product surveillance contacted the hp's nurse on the same day and the nurse reported that the hp had in fact been in the hospital but the problem was with his catheter and not the homechoice device. At that time, the nurse stressed that the pt was being treated via hemodialysis and that the doctor would be deciding if they would remove the catheter and switch the pt to hemodialysis permanently. On nine days later, during global pharmacovigilance's follow-up on this report, the nurse indicated that the hospitalization was for (16 days as opposed to the hp's report of it being for 12 days) and the reason for the hospitalization was for catheter positioning and peritonitis caused by the transfer set disconnecting from the catheter. The hp has reportedly been placed on hemodialysis permanently, has since recovered from the peritonitis, and is doing well.

Manufacturer narrative:
The sample has been discarded; therefore, is not available for eval.